Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tr35w broke and fell into the pt (parts were removed from the pt). Another instrument was used to complete the case. There was no consequence to the pt.